Event description:
There is no allegation from a health care professional that the death was device related. It was reported that the cause of death was unknown. No further information is available at this time. It was reported that the patient received shocks in (B)(6) 2010 and was admitted to the hospital on (B)(6) 2011. Patient expired on (B)(6) 2011. The patient's family wants the device analyzed for possible defect.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received only partial lead was returned. Analysis found insulation abrasion from the connector end. Without return of the entire lead, a complete analysis could not be performed.